Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly and motor. Pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It has been reported that there is fluid in pump. Pump was exposed to moisture. Customer went swimming and received a sudden vibration followed by a blank display. Customer heard fluid when shaking pump. Blood glucose unknown. Sending replacement. Asked customer verbally and in written form to return broken pump for analysis.